Event description:
In 2008, the reporter/pt's mother contacted lifescan on behalf of the lay user/pt alleging that the pt's one touch ultra2 meter was reading inaccurately high. The following info was obtained from the recorded call between the customer care advocate (cca) and the reporter. The reporter cannot be reached for more info since a phone number was not provided. The pt's mother indicated that "about 3 weeks ago" the pt's blood glucose was "130 mg/dl" on his meter. She noticed that he was slurring his words before he tested on the meter but the pt told his mom that his blood glucose levels were okay. She felt that something was wrong and that the meter was reading inaccurately high. She gave him "liquid" to bring his blood glucose levels up, but then he reportedly "fell back." The pt's mother called the emergency services since she felt she was unable to get his blood glucose levels back up. When the ems arrived, the pt's blood glucose was "6 mg/dl" on the ems meter and he was treated with IV glucose. She claimed that "130 and 6 mg/dl" test results were obtained within less than 10 minutes of each other. It would be helpful to know how often the pt tests on his meter and if he takes any diabetes medications. It would also be helpful to know what events occurred before he tested on his meter, such as his activity levels, medications, meals, and previous meter readings. The reporter did not have the testing supplies with her during the call but claimed that the meter was properly coded and she also used the "liquid" to test the meter. The cca noted that the meter was correctly set to "mg/dl," an approved sample source was used, and the correct testing/cleaning techniques were used. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the reporter claimed the pt required ems treatment following a result of 130 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.